Event description:
It was reported by the caller that the pump's battery was depleting too quickly, although this did not result in a pump shutdown. There was no adverse impact to the customer's blood glucose level. Technical support confirmed that the battery was depleting at a rate greater than 35% per day. As a corrective measure, technical support decided to replace the pump. The customer planned to continue using their current pump to ensure uninterrupted insulin delivery.